Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The reported condition by the customer could not be confirmed. Due to samples not being provided, a root cause could not be determined. The manufacturing process review found that the product was manufactured in accordance whit the specifications required under official documents. The non-conformance report (ncr) history was reviewed for this failure mode and no reports for similar issue were found. The current process is running according to product specifications meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment. The plant manufactured two products with different lengths. If the customer needs other specifications in the length, there is a product with less length which may be an option. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 5/6/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tubing set. The customer states that that a nurse tripped over the scd tubing in a patients room and broke her leg.

Manufacturer narrative:
The correct FDA registration number for this manufacturing site is 9612030.